Event description:
It was reported that a cartridge alarm occurred during insulin delivery and no insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.